Manufacturer narrative:
Implanted date: no patient involvement. Explanted date: no patient involvement. PMA/510(k): exempt. Device manufacturer date - unknown due to unknown lot number. The actual sample was not returned to ashitaka factory for analysis. Since the lot number involved was unknown, the review of manufacturing records was performed in the following manner. Regarding the involved product, review of the manufacturing records for the past three years (april 2019 - march 2022) found no trouble or deviation in the manufacturing process that could lead to the peeling of coating. Regarding the involved product code ol-xs35455m, review of the manufacturing records for the past three years (april 2019 - march 2022) found another case in which the peeling of urethane coat and ptfe coat was reported. In this previous case, no anomaly was confirmed in the manufacturing record or the product-release judgement record, and the investigation result suggested that the damage was caused by a tensile and abrasion load applied to the product during the procedure, it was concluded not attributable to the manufacturing process. Regarding the involved product, review of the manufacturing records for the past three years (april 2019 - march 2022) found no trouble or deviation in the manufacturing process that could lead to the peeling of coating. With no actual sample available for analysis, the cause of occurrence could not be clarified. The factory is continuing diligence in maintaining the product quality through the following inspections: I) after processing the tip, 100% magnifying inspection is performed to confirm that there is no anomaly in the shape of the tip; ii) 100% visual inspection is performed during the product assembly process to confirm that there are no scratches or exposed wires; iii) before and after the ptfe coating process, sampling inspections are performed concerning the outer diameter and the abrasion resistance of the outer surface; IV) after the ptfe coating process, sampling inspections are performed concerning the slid ability and strength of coating to assure that no cracking or peeling will occur; v) before the packaging process, 100% visual inspection is performed to confirm there are no scratches; vi) during the shipping inspection process, sampling inspection is performed for the tensile strength of the tip and the outer diameter. (B)(4).

Event description:
The user facility reported that a small section of the g-240-3545s guide wire involved was stripped. This was found while loading it in the tome and before use. There was no patient involved.